Manufacturer narrative:
PMA - this supplemental report is to correct the previous submission to include the PMA number.

Event description:
It was reported that the patient who was lost to follow up presented to the emergency department with non- cardiac related issues. After device interrogation, it was found that the right ventricular (rv) lead was not capturing. A new rv lead was implanted on (B)(6) 2017. Patient was stable during and post procedure.

Manufacturer narrative:
Product problem should have been reported. Should not have been reported since the lead was not explanted but was capped. Reporter title should have been reported as dr. Reporter last name should have been reported as foy. Reporter first/given name should have been reported as (B)(6). User facility should have been reported. Should have been reported as (B)(6) 1999.

Event description:
It was reported that the patient with dementia presented to the emergency room with non-cardiac related issues. Upon interrogation, it was noted that the right ventricular (rv) lead was not capturing. The root cause of capture issue was unknown. The physician suspected possible infarct as the cause of failure to capture. It was further noted that the patient had been lost to follow-up, with last know device interrogation in 2010. The rv lead was capped and replaced on (B)(6) 2017. Patient was stable during and post procedure.